Event description:
Postoperative diagnosis: abnormal uterine bleeding. Surgery: hysteroscopy, biopsy, endometrial ablation. Novasure device did not pass uterine integrity test. Procedure completed with a new device. No harm to patient.